Event description:
As reported via legal documentation, on or about (B)(6) 2016, this patient underwent a right total knee arthroplasty due to osteoarthritis in her right knee. At some point afterward, she presented for an evaluation of her right knee, as she had been complaining of mechanical complications and chronic pain. On or about (B)(6) 2020, approximately 4 years and 4 months after their initial replacement surgery, they underwent revision of her right knee due to implant loosening and significant synovitis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
(B)(6)-2023-00804 d10: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk.